Event description:
It was reported the patient had a shocking sensation, intermittent/erratic therapy, and pain around the implant area. The issue started suddenly five weeks prior to this report and had gradually been getting worse. The patient saw their healthcare professional on (B)(6) 2015 and the hcp said they had a short in the batteries and there was some kind of impediment coming from the batteries. The hcp wanted to replace the implantable neurostimulators (ins). When stimulation was turned off, the patient had tremor which they had not had for 15 years. When stimulation was turned on, the patient still had tremor, but it was sporadic and it went off on and on. Every time the patient turned the ins on, they were shocked. The patient stated they were disabled and had a hard time living. The patient was working to have the inss replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387-40, lot# l78076, implanted: (B)(6) 2000, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2011, product type: extension. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3387s-40, lot# v488644, implanted: (B)(6) 2010, product type: lead. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information was received from a patient via a manufacturer representative(rep). It was reported that the implantable neurostimulator (ins) and extension were replaced on (B)(6) 2011 and the issue was resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The patient called the manufacturer to request analysis results from their explanted implantable neurostimulator (ins) and extensions. The patient was informed that such results could only be requested by their healthcare provider. It was recommended that they work with their physician familiar to them who can best discuss the results with them.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that on (B)(6) 2015 the battery was replaced due to shocking.

Manufacturer narrative:
Concomitant products: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387-40, lot# l78076, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension . Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v488644, implanted: (B)(6) 2010, product type: lead . Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).